Event description:
Hcp reported the pt had a pump refill done in 2002. The hcp got negative pressure on the syringe and did aspirate 0.9cc fluid that was thought to be the medication. Shortly after the refill, the pt became drowsy with decreased level of consciousness, then was unconscious and stopped breathing. A code was called and the pt was intubated. Pt was extubated in the clinic, transported to the emergency room, and put back on a vaentilator. The pt was discharged from the hospital one week later and is reported to be doing fine.